Event description:
It was reported that the device displayed error 41541 and a faulty optical sensor for latch. There was unknown reported patient involvement.

Manufacturer narrative:
One device was received for analysis. A service history review identified that the device had been repaired before for a related issue. The reported issue was confirmed through the review of the event history log as error code 41541 was identified. The root cause was found to be a faulty latch lock sensor. The latch lock sensor was replaced to fix the issue.